Manufacturer narrative:
Concomitant medical product: 5568-53 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection approximately six week post device replacement. The entire cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.